Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 1 during basal delivery. Additionally, it was reported that the customer got a minimum fill notification after loading cartridge with 200 units of insulin. The customer's blood glucose level was 188 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.